Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tube with sodium heparin had cells were clumping, produced low yields, and low viability. The following information was provided by the initial reporter: ¿material no: 362753, batch no: 8059566. I don¿t know if it¿s due to the impending expiry, but we have recently started to get a lot of cell clumping, low yields and low viability in the lot that expires 3/31 (lot 8059566). The cell yield is lower than expected due to wbc clumping in the ficoll layer. . The phenomena has been observed over the past 3 weeks with approximately 9-13 subject samples. Two tubes are collected from each subject via wingset, filled and mixed 8-10 x. The specimen is spun at 1800 x g for 30 minutes at rt. The phenomena is observed in both tubes. The cells are isolated and frozen for research purposes, not testing.¿

Manufacturer narrative:
Correction: sex: male . Describe event or problem: it was reported that three bd vacutainer® cpt¿ cell preparation tube with sodium heparin had cells were clumping, produced low yields, and low viability. The following information was provided by the initial reporter: ¿ material no: 362753 batch no: 8059566 I dont know if it¿s due to the impending expiry, but we have recently started to get a lot of cell clumping, low yields and low viability in the lot that expires 3/31 (lot 8059566). The cell yield is lower than expected due to wbc clumping in the ficoll layer. . The phenomena has been observed over the past 3 weeks with approximately 9-13 subject samples. Two tubes are collected from each subject via wingset, filled and mixed 8-10 x. The specimen is spun at 1800 x g for 30 minutes at rt. The phenomena is observed in both tubes. The cells are isolated and frozen for research purposes, not testing.¿

Event description:
It was reported that three bd vacutainer® cpt¿ cell preparation tube with sodium heparin had cells were clumping, produced low yields, and low viability. The following information was provided by the initial reporter: ¿ material no: 362753 batch no: 8059566 I don¿t know if it¿s due to the impending expiry, but we have recently started to get a lot of cell clumping, low yields and low viability in the lot that expires 3/31 (lot 8059566). The cell yield is lower than expected due to wbc clumping in the ficoll layer. . The phenomena has been observed over the past 3 weeks with approximately 9-13 subject samples. Two tubes are collected from each subject via wingset, filled and mixed 8-10 x. The specimen is spun at 1800 x g for 30 minutes at rt. The phenomena is observed in both tubes. The cells are isolated and frozen for research purposes, not testing.¿

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low yield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1092363. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for low yield with the incident lot was observed. Further investigation has been initiated through CAPA#1092363. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#1092363 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that three bd vacutainer® cpt¿ cell preparation tube with sodium heparin had cells were clumping, produced low yields, and low viability. The following information was provided by the initial reporter: ¿ material no: 362753 , batch no: 8059566. I don¿t know if it¿s due to the impending expiry, but we have recently started to get a lot of cell clumping, low yields and low viability in the lot that expires 3/31 (lot 8059566). The cell yield is lower than expected due to wbc clumping in the ficoll layer. . The phenomena has been observed over the past 3 weeks with approximately 9-13 subject samples. Two tubes are collected from each subject via wingset, filled and mixed 8-10 x. The specimen is spun at 1800 x g for 30 minutes at rt. The phenomena is observed in both tubes. The cells are isolated and frozen for research purposes, not testing.¿